Event description:
The devices were implanted in 2004. The following month, the facility's nurse manager informed the manufacturer's (MFR) vascular access specialist of the following: in 2004, the pt was observed with elevated venous pressure resulting in bfr. Activase was administered per the protocol pre and post treatment, and the pt's treatment was repeated the following day. The physician was notified, and research of the pt's chart indicated that this was the fourth time they had received activase to the medial valve. The first time being one month ago. A chest x-ray was also ordered, to check cannula tip placement. The x-ray report was reviewed in the following month and indicated that the medial cannula tip was located in the lower svc. The pt arrived for treatment the following month and the best bfr was 250 with venous pressure 340mmhg. The physician was notified and orders were received for a dye study to be performed. No further details provided at this time.